Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-aug-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the orders were not crossed. A technical support specialist logged into the server, followed the knowledge article on the orders not crossing merge issue, ensured patients and orders were crossing, confirmed reports were being updated, verified there were no device communication notices, and restarted the device to resolve the issue. The system functioned as intended after the technical support specialist rebooted the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es orders were not crossing. The customer stated that there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this event.